Event description:
It was reported that balloon hole occurred. A 14-4/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, when attempted to inflate the balloon, it did not inflate. The device was removed, and it was noted that there was a hole. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the xxl was returned for analysis. The device was received inserted in an introducer sheath. The investigator was unable to remove the device from the introducer sheath. The customers introducer sheath was noted to be accordioned. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood. The device was removed, and the investigator was able to remove the device from the introducer sheath. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the distal markerband. The investigator was unable to inflate the balloon fully due to the balloon pinhole leak. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified multiple shaft kinks. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon hole occurred. A 14-4/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, when attempted to inflate the balloon, it did not inflate. The device was removed, and it was noted that there was a hole. The procedure was completed with another of the same device. There were no patient complications as a result of this event.